Manufacturer narrative:
E3: occupation: (B)(6). One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device was unused and unopened. The device was unpackaged, and all components were present within the packaging. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility returned an unused, unopened angio-seal device. The device was broken in a manner consistent with sheath embrittlement due to light exposure.